Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. The ra lead was suspected to be not performing as expected after approximately eighteen years in service. In addition, pacing inhibition was reported with no asystole. This ra lead remains in service, and a replacement procedure was scheduled at an unknown date. No adverse patient effects were reported.